Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The patient reported that her device "had moved out of the muscle pocket and was protruding out against her skin" and had "rotated". The patient reported the device was explanted and replaced. No further patient complications were reported as a result of this event. It was further reported that the patient had pain at the pocket and the leads had inadequate slack. The entire system was explanted and replaced. No further patient complications have been reported as a result of this event.